Event description:
I was in the (B)(6) study and now I have ruptured implants inside of my body. Both have ruptured and only one is encapsulated the other is leaking all over the place. This has left me disfigured and is starting to affect my health. I am worried that something worse is going to happen. The pain and disfigurement is unbearable to live with, look at and is creating other problems with my body. FDA safety report ID # (B)(4).